Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
(B)(6) advocate stated at 9:30pm, his wife took 1000mg metformin and at 10:30pm his wife received a blood glucose reading of 50mg/dl on the contour next usb. She was babbling and having trouble. The advocate gave her a spoon of strawberry syrup and spoon of honey. At 11:00pm, the doctor's meter read her blood glucose at 135mg/dl. The customer received new strips and meter. The advocate was advised to return the strips for evaluation.